Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead has high out of range threshold measurements. An x-ray was performed and revealed slight lead tension due to it being too short. This patient is not pacemaker dependant. The lead was repositioned with all measurements found to be within normal limits. The lead remains in use. No adverse patient effects were reported.